Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received two false positives results using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See case-(B)(4) for alternate false positive result. Customer received a false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (unknown cartridge sn, lot number, and reader sn). 8 repeat cue tests performed on the same day provided negative results. Cue health technical support representative followed up with customer to get further information; however, customer did not respond to representative's 3 follow up attempts.